Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.

Event description:
It was reported that prior to use on a pt, when the monitor was powered on, a burning odor was detected and smoke was reportedly observed coming from the monitor. There were no injuries reported and no evacuations of the area reported. (B)(4).